Event description:
It was reported during in clinic follow up that the atrial lead exhibited failure to capture and poor sensing. Dislodgement was confirmed via x-ray. During revision, the helix on the lead was unable to retract and reposition due to tissue being embedded. The lead was explanted and successfully replaced. There were no patient consequences.